Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. The roller pump display assembly was replaced. The unit operated to the manufacturer's specifications. Per supplier evaluation, the roller pump graphics drive printed circuit board assembly was past warranty at the time of the complaint and passed all required tests and inspections when it was produced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment and no display was present when powered on, but the roller pump was still able to power up and run. The pst removed the roller pump display and installed a luo display and it still failed. The pst installed a luo graphics driver printed circuit board assembly (pcba) and the display functioned normally. It was determined that the graphics driver pcba did not function to specification. He did not observe any anomalies during microscopic evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was flickering. The pump could still be controlled from the central control monitor (ccm), but shortly after, it lost control from the ccm as well. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.